Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / physical pain/ area') and colitis ulcerative ('autoimmune reaction/ autoimmune disorder type of disorder: ulcerative colitis') in a 23-year-old female patient who had essure (batch no. 50676287) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital herpes, back pain, endometriosis, multiple caesarean sections, parity 2, gravida ii and pelvic adhesions. Concurrent conditions included subchorionic hemorrhage, uterine bleeding, diarrhea, loose bowel, vomiting, proctosigmoiditis and amenorrhea. Concomitant products included citalopram, codeine, modafinil, nsaids, paracetamol (acetaminophen) and vortioxetine hydrobromide (brintellix). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), anxiety ("psychological or psychiatric problems condition: anxiety / mental anguish"), depression ("depression/ psych injury"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"), 1 month 5 days after insertion of essure. On (B)(6) 2016, the patient experienced colitis ulcerative (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder ("menstrual issues") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy (full) (B)(6) 2018), bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the colitis ulcerative, menstrual disorder, anxiety, depression, migraine, dysmenorrhoea, dyspareunia, fatigue and weight increased outcome was unknown. The reporter considered anxiety, colitis ulcerative, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: number of coils trailing from the ostia into uterus right side 4 ,left side 4. Discrepancy noted: date(s) of removal: (B)(6) 2018. Received treatment for pain, abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Total bilateral occlusion: findings consistent with occlusion of fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : dysmenorrhea, abnormal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of event persistent pelvic pain / physical pain/ area, abnormal bleeding (vaginal), menorrhagia was updated as recovered / resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / physical pain/ area') and colitis ulcerative ('autoimmune reaction/ autoimmune disorder type of disorder: ulcerative colitis') in a 23-year-old female patient who had essure (batch no. 50676287) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital herpes. Concurrent conditions included subchorionic hemorrhage, uterine bleeding, diarrhea, loose bowel, vomiting, proctosigmoiditis and amenorrhea. Concomitant products included citalopram, codeine, modafinil, nsaids, paracetamol (acetaminophen) and vortioxetine hydrobromide (brintellix). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), anxiety ("psychological or psychiatric problems condition: anxiety / mental anguish"), depression ("depression"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"), 1 month 5 days after insertion of essure. On (B)(6) 2016, the patient experienced colitis ulcerative (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder ("menstrual issues") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy (full) (29 nov 2018)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the colitis ulcerative, menstrual disorder, vaginal haemorrhage, menorrhagia, anxiety, depression, migraine, dysmenorrhoea, dyspareunia, fatigue and weight increased outcome was unknown. The reporter considered anxiety, colitis ulcerative, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: number of coils trailing from the ostia into uterus right side 4 ,left side 4 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Total bilateral occlusion findings consistent with occlusion of fallopian tubes.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : dysmenorrhea, abnormal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / physical pain/ area') and colitis ulcerative ('autoimmune reaction/ autoimmune disorder type of disorder: ulcerative colitis') in a 23-year-old female patient who had essure (batch no. 50676287) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital herpes, back pain, endometriosis, multiple caesarean sections, parity 2, gravida ii and pelvic adhesions. Concurrent conditions included subchorionic hemorrhage, uterine bleeding, diarrhea, loose bowel, vomiting, proctosigmoiditis and amenorrhea. Concomitant products included citalopram, codeine, modafinil, nsaids, paracetamol (acetaminophen) and vortioxetine hydrobromide (brintellix). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), anxiety ("psychological or psychiatric problems condition: anxiety / mental anguish"), depression ("depression/ psych injury"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"), 1 month 5 days after insertion of essure. On (B)(6) 2016, the patient experienced colitis ulcerative (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder ("menstrual issues") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy (full) ((B)(6) 2018), bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the colitis ulcerative, menstrual disorder, anxiety, depression, migraine, dysmenorrhoea, dyspareunia, fatigue and weight increased outcome was unknown. The reporter considered anxiety, colitis ulcerative, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: number of coils trailing from the ostia into uterus right side 4 ,left side 4 discrepancy noted: date(s) of removal: (B)(6) 2018 received treatment for pain, abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Total bilateral occlusion findings consistent with occlusion of fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : dysmenorrhea, abnormal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of event persistent pelvic pain / physical pain/ area, abnormal bleeding (vaginal), menorrhagia was updated as recovered / resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / physical pain/ area') and colitis ulcerative ('autoimmune reaction/ autoimmune disorder type of disorder: ulcerative colitis') in a 23-year-old female patient who had essure (batch no. 50676287) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital herpes, back pain, endometriosis, multiple caesarean sections, parity 2, gravida ii and pelvic adhesions. Concurrent conditions included subchorionic hemorrhage, uterine bleeding, diarrhea, loose bowel, vomiting, proctosigmoiditis and amenorrhea. Concomitant products included citalopram, codeine, modafinil, nsaids, paracetamol (acetaminophen) and vortioxetine hydrobromide (brintellix). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), anxiety ("psychological or psychiatric problems condition: anxiety / mental anguish"), depression ("depression/ psych injury"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"), 1 month 5 days after insertion of essure. On (B)(6) 2016, the patient experienced colitis ulcerative (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder ("menstrual issues") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy (full) ((B)(6) 2018), bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the colitis ulcerative, menstrual disorder, anxiety, depression, migraine, dysmenorrhoea, dyspareunia, fatigue and weight increased outcome was unknown. The reporter considered anxiety, colitis ulcerative, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: number of coils trailing from the ostia into uterus right side 4 ,left side 4 discrepancy noted: date(s) of removal: (B)(6) 2018 received treatment for pain, abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Total bilateral occlusion findings consistent with occlusion of fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : dysmenorrhea, abnormal bleeding. Lot number:50676287, manufacturing date:2012-07, expiration date:2015-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / physical pain/ area') and colitis ulcerative ('autoimmune reaction/ autoimmune disorder type of disorder: ulcerative colitis') in a (B)(6)-year-old female patient who had essure (batch no. 50676287) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital herpes. Concurrent conditions included subchorionic hemorrhage, uterine bleeding, diarrhea, loose bowel, vomiting, proctosigmoiditis and amenorrhea. Concomitant products included citalopram, codeine, modafinil, nsaids, paracetamol (acetaminophen) and vortioxetine hydrobromide (brintellix). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), anxiety ("psychological or psychiatric problems condition: anxiety / mental anguish"), depression ("depression"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"), 1 month 5 days after insertion of essure. On (B)(6) 2016, the patient experienced colitis ulcerative (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder ("menstrual issues") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy (full) ((B)(6) 2018)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the colitis ulcerative, menstrual disorder, vaginal haemorrhage, menorrhagia, anxiety, depression, migraine, dysmenorrhoea, dyspareunia, fatigue and weight increased outcome was unknown. The reporter considered anxiety, colitis ulcerative, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: number of coils trailing from the ostia into uterus right side 4 ,left side 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Total bilateral occlusion. Findings consistent with occlusion of fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : dysmenorrhea, abnormal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2019: pfs received. Lot number and lab data added .concomitant medication and condition added. Events : abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: anxiety,depression & mental anguish, autoimmune reaction/ autoimmune disorder type of disorder: ulcerative colitis, migraines / headaches, dysmenorrhea (cramping) , dyspareunia (painful sexual intercourse), fatigue, weight gain / loss specify which one: weight gain were added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.